Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 500mg/dl. Customer performed self test and it passed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio/beep anomaly noted. The test minilink transmitter communicated properly to the pump. The threshold suspend and alarm off feature functioned properly. No alarm suspend anomaly or carelink anomaly noted. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched display window and stained address/serial number label.